Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025 in which their system was explanted. This has been reported on with more details under manufacturer report number: 3006705815-2025-01601.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000144415.

Event description:
It was reported that the patient was unable to enter MRI mode. Surgical intervention may take place in the future to address the issue. It is unknown which lead caused/contributed to this event.